Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified and tortuous right coronary artery (rca). The physician attempted to direct stent with the 4.0 x 12 mm liberte' bare metal stent but was unable to cross the lesion. The liberte' stent was removed and the stent struts were found to be flared. The procedure was completed with another liberte' bare metal stent. No pt complications occurred. Pt status is satisfactory.